Event description:
The customer reported via phone call that she hit a vessel when inserting the sensor during training. She had to try another sensor. The customer also reported that she received a threshold suspend alarm but her blood glucose value was 171 mg/dl. Customer declined transfer for troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.